Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7208528.

Event description:
It was reported that the patient was experiencing shooting pain on both legs down to the heels, after the trial leads were placed properly. It was noted that the pain was not present prior to the procedure and the physician believed it was device related. The leads were pulled 2 hours after observing that the pain did not resolve, and patient was admitted in the hospital. The trial leads were discarded and the patient had since been discharged.